Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that an nrg transseptal needle was selected for use for a cryoablation procedure. During preparation, prior to sedation (outside the patient), it was noted, upon opening the product box, that the inner plastic packaging was deformed and could not be opened. The product was only moved around in a car and stored in a box on a shelf, not stored in a hot or humid place. It could not be confirmed whether the sterile barrier was breached. Thus, the product was replaced, and the procedure was completed successfully. No patient complications were reported. Product is expected to return for analysis. No issues were noted with the inner pouch and shelf box.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the nrg needle and its tray were visually inspected and failed; the original tray was cut into two (2) pieces with needle stuck into it. The tray was severally damaged, all the edges of the tray were deformed. A lid of the distal and proximal end deformed and sticked to the tray, unable to remove needle from the tray. Therefore, the reported allegation of damage package and difficulty to remove the device were confirmed. There are several factors that may have caused or contributed to the event such as tray deformation due to extremely hot and humid temperature and trunk stock potentially exposing the packaging to an increase in temperature and humidity. Additionally, the product returned without inner pouch and shelf box, and as it was mentioned in the complaint summary, inner pouch and shelf box were not damaged, thus 'cause not established' cause code selected for not sterile allegation.

Event description:
It was reported that an nrg transseptal needle was selected for use for a cryoablation procedure. During preparation, prior to sedation (outside the patient), it was noted, upon opening the product box, that the inner plastic packaging was deformed and could not be opened. The product was only moved around in a car and stored in a box on a shelf, not stored in a hot or humid place. It could not be confirmed whether the sterile barrier was breached. Thus, the product was replaced, and the procedure was completed successfully. No patient complications were reported. Product is expected to return for analysis. No issues were noted with the inner pouch and shelf box.